Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation. There was no patient injury reported as a result of the product complaint.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of total power failure and revealed all appropriate warning alarms were raised prior to. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to internal battery depletion by the user. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. It was reported that intervention to resuscitate the patient was required. There was no patient injury reported as a result of the product complaint.